Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via a phone call, the insulin pump alarmed replace battery now without alerting low a battery. Customer's blood glucose was 8.3 mmol/l at the time of the incident. Troubleshooting was performed. Battery was last changed on (B)(6) 2017. Customer stated the device had not been dropped or bumped. No damage was noted on the battery cap and no unattended alarms were left. Customer's mother this is the second occurrence of the alarm.